Event description:
High ventricular capture threshold. Device appears to be oversensing on the atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5152685.